Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutnl results in the risk stratification range for one patient generated by access 2 immunoassay analyzer. The results were reported out of the laboratory and the patient was transferred to the ICU and administered heparin via an IV. Repeat testing on the original sample and subsequent testing results were within the normal reference range.

Manufacturer narrative:
The samples are collected in bd lithium heparin gel tubes. Qc was within the customer's established ranges pre and post the event. On (B)(4) 2010 system check was performed which was specifications. Service was not dispatched. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni results in the risk stratification range for one patient generated by access 2 immunoassay analyzer. The results were reported out of the laboratory and the patient was transferred to the ICU and administered heparin via an IV. Repeat testing on the original sample and subsequent testing results were within the normal reference range.

Manufacturer narrative:
The samples are collected in bd lithium heparin gel tubes. Qc was within the customer's established ranges pre and post the event. On (B)(4) 2010 system check was performed which was specifications. Service was not dispatched. A clear root cause could not be determined for this event. (B)(4).